Event description:
It was reported that "detected in our warehouse that the sterile pouch of 1 single unit is not sealed. Sending also 4 other units of the same reference and lot number". Product was not used.

Manufacturer narrative:
The device history record (DHR) review was conducted. The records show the devices were made to the current production specifications. Examination of the eight returned packages confirmed the reported complaint. During the evaluation of the sealing process, it was discovered that the operator failed to hold down the foot activation pedal for the duration of the sealing cycle. A short term corrective action was taken. The inadequate bar sealer was removed and replaced with a band sealer. The bar sealer is being reprogrammed to ensure that the sealer remains activated for the duration of the cycle even if the operator removes their foot from the pedal and so that it will not start the sealing cycle if the bars are not up to the accurate temperature. In addition, a timer is being upgraded. Also, a sampling of product that was in stock was performed and samples were found to provide a sterile barrier. We acknowledge that this report is being filed outside of the thirty day window. Upon review and further evaluation, it was determined to be MDR reportable. We are considering this complaint complete and closed.